Event description:
It was reported that, "pt had iha after mva in 1993 in (B)(6). He presented complaining of thigh pain, the surgeon replaced liner and femoral head."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.